Manufacturer narrative:
Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, inc., or its employees, that the report constitutes an admission that the device, smith & nephew, inc., or its employees caused or contributed to the potential event described in this report.product will not be returned for evaluation purposes.

Event description:
It has been reported that a patient developed a blister at the face of the transducer. The patient experienced slight pain. Per the primary physician, there is a relationship between the patient's symptom and the use of the exogen unit.